Manufacturer narrative:
It was reported by customer that the pump kept alarming with fluid blockage. No product or photo was returned by the customer. The customer complaint of fluid issue - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
Material#: unknown batch number#: unknown. It was reported by customer that event where an inline filter was used the infusion pump kept alarming. They had to throw out the IV set and change the line half way through the infusion, then there were no further issues. Was going through a central line (flushed fine), rate was 700ml/hr. No further details available at time of interview. Verbatim#: rcc received a complaint via email. Email(s) attached. Event where an inline filter was used an the infusion pump kept alarming. They had to throw out the IV set and change the line half way through the infusion, then there were no further issues. Was going through a central line (flushed fine), rate was 700ml/hr. No further details available at time of interview.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that event where an inline filter was used the infusion pump kept alarming. They had to throw out the IV set and change the line half way through the infusion, then there were no further issues. Was going through a central line (flushed fine), rate was 700ml/hr. No further details available at time of interview.